Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that they encountered low pump flows and thrombus. There was a lot of difficulty delivering the pump through the anastamosis and through subclavian stenosis into the ascending aorta. The activated clotting time was 262 at the time of insertion, but the pump was in the graft for an extended amount of time while being manipulated down the artery. The pump was finally delivered into the left ventricle (lv) and in an ideal position in the midventricular space. Once the pump was started, however, flows would not go over 2 l/min and it would alarm for suction at p5 and higher. The pump was removed and a clot was visualized on the outlet. Another pump was placed and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, no biomaterial or abnormalities with the pump were noted. The pump was run at p-9 for approximately five minutes and low pump flows did not reproduce. Data logs confirm low flows occurring upon pump initiation. No significant motor current spikes were present during pump run to indicate ingestion. Clinical details noted that with difficulty during insertion, the pump was left indwelling in the graft for an extended period of time. Additionally, clinical details noted that the pump had a clot present at the outlet cage upon explant. The root cause of the low pump flow could not be definitively determined as no abnormalities were noted on returned product and limited clinical details were provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. A.4 weight was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30195. E.1 added fax number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30195.